Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a shim lodged into the disk space because of a cracked blade. A surgical delay of 45 minutes was reported, however no injury to the patient was reported.

Manufacturer narrative:
The returned 8734-5140 (posterior blade lateral retractor 140mm) from lot wo140214 was visually inspected by quality engineering. Initial inspection confirms the reported complaint; the retractor is cracked down the center, stemming from the bottom of the device, and the shim is bent out of shape. The shim has become dislodged from the device and is unable to properly reassemble. The DHR (device history record) for the product lot was reviewed; there were no reported non-conformances or product deviations that could have contributed to the reported device failure. The root cause of this event cannot be conclusively determined with the available information. The probable underlying root cause for the damage is excessive force on the shim leading to loss of mechanical integrity and ultimately deformation of the shim.